Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient was noted to be oozing from multiple sites, including the impella insertion site. The peel-away sheath was removed, and a repositioning sheath was advanced with slack removed. The impella was sutured and dressed with appropriate angulation, and two perclose devices were utilized. The bedside nurse was instructed to initiate a heparin infusion per hospital protocol. At the time of assessment, no hematoma was observed at the insertion site, and distal pulses were present in the impella limb. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the access site adverse event was not determined due to insufficient clinical details.